Event description:
Procedure type: hysterectomy. According to the reporter: the endostitch needle came out of the jaws while closing the cuff inside the pt. The surgeon used a grasper to grab the left behind the needle and suture. When he pulled the free suture and needle through the trocar, the needle came off and they were unable to find it. The endostitch device was still used for subsequent reloads and worked fine.

Manufacturer narrative:
(B)(6)